Event description:
Instrument failure - during surgery, the blue post on the altivate reverse glenoid baseplate inserter wedge # 804-06-324 broke off in the patient during implantation of the wedge baseplate. This caused a 10 minute delay while we determined how to beat remove from our drill hole in order to proceed.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See h6, and h11 for additional information. The agent reported "during surgery, the blue post on the altivate reverse glenoid baseplate inserter wedge #804-06-324 broke off in the patient during implantation of the wedge baseplate. This caused a 10 minute delay while we determined how to beat remove from our drill hole in order to proceed male." This event occurred during surgery near the patient. Healthcare professional indicated significant adverse event. A 10 min. Delay in surgery was noted. When this event occurred, there was another suitable device available, and the surgery was completed as intended. The device was inspected prior to use and found acceptable. RMA examination: the reported device was not returned to surgical for evaluation. If at a later time the device is returned, an amendment will be opened to evaluate the event. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. A review of the instrument's device history records (DHR) could not be conducted since the lot number was not provided and the item was not returned for evaluation. The root cause of this complaint was the post of the inserter broke off, likely due to prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is an event associated with usage, not an event associated with product failure, malfunction, or issue. Customer complaint history of the reported device(s) showed no present trends or on-going issues that need a review. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.